Event description:
It was reported that, during implant of this lead, the patient went into a ventricular tachycardia (vt) storm. It was noted that the patient was had a condition prior to the procedure. Initially, the patient was rescued with external shocks, so the physician elected to continue with the procedure. However, the vt returned and the patient ultimately coded and died. This lead was left in situ. The physician stated that there were no allegations against the lead. No additional adverse patient effects were reported.